Event description:
The manufacturer was notified by a durable medical equipment supplier (dme) that an apnea monitor shut off without annunciating an alarm. The apnea monitor was not in use on a patient at the time of the alleged event. There was no patient harm or injury reported. The manufacturer requested the device for investigation. To date the apnea monitor has not been returned to the manufacturer. The manufacturer will file a follow-up report when additional information becomes available.

Manufacturer narrative:
Device has not been made available to the manufacturer for evaluation.